Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited intermittent loss of capture, increased impedance and noise. On (B)(6) 2015 the lead was capped and replaced. The patient was in stable condition before and post surgery.